Event description:
It was reported that the patient had a loss of therapeutic effect and the implant had never worked since implant. The trial was wonderful and now the patient had bowel leakage, but it was getting better after increasing stimulation. The patient had worked with a manufacturer representative to get the programs right and then they were not there at the surgery and another manufacturer representative showed up and put in new programs. The implant would start to work after the patient increased it, but they couldn¿t increase it anymore and it wouldn¿t go any higher. The patient was having a lot of pain on the left side and they thought it was because of having 13 previous to implant surgeries and left over scar tissue. The patient was very upset, no one would call them back, and their health care provider (hcp) wanted to take the device out. The hcp said in december that the patient was done and they wanted to take out the implant. The hcp had not called back about taking it out and shut off the patient¿s device. In (B)(6) the patient went to their primary care physician (pcp) and they turned the spinal cord stimulator (scs) back on, but the patient had not been able to turn it up higher. There was a 50 percent or greater symptom reduction and the event cause was not determined. Reprogramming was needed and it was not reprogramming, but adjustments to the intensity. The patient requested multiple adjustments to the stimulator and these were compounded with requests for narcotic pain medicine. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient experienced a gradual loss of therapeutic effect and a gradual loss of stimulation. This was a result of the patient¿s independent changes to their device settings. The hcp believed this was a way to convince providers to prescribe pain medication. It was unknown how the patient was doing now. The patient became hostile when narcotics would no longer be provided for them, then demanded the stimulator be removed. The hcp had been unable to contact the patient to schedule removal. The patient still had concerns regarding their device or therapy but was not working with their hcp or manufacturer representative. The patient still had concerns with their device or therapy but had not sought further help. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0j96z, implanted: (B)(6) 2014, product type: lead. (B)(4).